Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was the failed processor board (pca), likely attributed to the failed component as the processor board was replaced in october 2018. However, user mishandling cannot be ruled out since the platform's front and bottom enclosures were observed with damage. The customer's secondary complaint of the broken head restraint was confirmed during the visual inspection. The head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The reported issue of the UDI label was faded was confirmed during the visual inspection and likely attributed to user mishandling. The UDI label was replaced to address the issue. In addition, during the visual inspection, cracked front and bottom enclosures in the screw well area were observed. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The failed processor board (pca) was replaced to remedy the fault. Also, unrelated to the reported complaint, during further testing, the platform failed due to the fault code 27 (encoder fault (> 3000 rpm). The failed motor controller board was replaced to address the fault. The archive data review indicated system error user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. Further review of the archive data showed the occurrence of a user advisory (ua) 18 (max take-up revolutions exceeded) error message, unrelated to the reported complaint. The load cell characterization result indicated failed both load cell modules. The cracked enclosures and defective load cell modules were likely attributed to mishandling such as a drop. The load cell modules were replaced to address the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were 3 similar complaints reported for autopulse platform serial number (B)(4). Ccr (B)(4) was reported on 02 june 2015, ccr (B)(4) was reported on (B)(6) 2016 and ccr (B)(4) was reported on (B)(6) 2018, the processor board was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message. In addition, the customer reported a broken head restraint and faded UDI label. No patient involvement.